Event description:
It was reported that oversensing due to noise and myopotential signals was observed on the right atrial (ra) lead. The device was reprogrammed to resolve the event and the patient was in stable condition.